Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of overheating could not be confirmed. Product passed functional and high speed testing (100-10,000 rpms) for 10 minutes. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was below average for this product and overheating did not occur during functional testing. All functions performed as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that the hand control overheated and became too hot during the procedure. A backup device was used to complete the procedure. No injuries or complications were reported as a result.